Manufacturer narrative:
It is unknown when device broke. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unavailable. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent implantation of a titanium (ti) cannulated tibial nail. On (B)(6) 2018, the patient reported that the expert tibial nail (etn) was broken. The patient commented that when he got up from his bed and took his crutches to go to the bathroom, he heard a sound and presented pain in the side that had implanted the etn. Patient went to the emergency department, where they took an x-ray and informed him that the nail was fractured. The surgery for explant was not scheduled, however, an initial unknown surgery was performed. It was unknown if there were fragments generated from broken device. It was unknown if there was a surgical delay. Patient outcome is unknown. This report is for an 8mm ti cannulated tibial nail-ex/330mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 04.004.246; lot: 9565101; manufacturing site: mezzovico; supplier: release to warehouse date: 15.jul.2015; expiry date: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensiona and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate 18451 was reviewed and the used material was according to iso-5832-11 specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of event is unknown and was reported as (B)(6) 2018 (B)(4) in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that patient was revised on (B)(6) 2018. The patient outcome reported as good and satisfactory with the new plate that was placed. Concomitant devices reported: 4.0mm ti locking screw w/t25 stardrive 30mm for im nails (part # 04.005.420, lot #: l625776, quantity: 2, 4.0mm ti locking screw w/t25 stardrive 42mm for im nails (part #04.005.432, lot #: 9828185, quantity: 1); 4.0mm ti locking screw w/t25 stardrive 0mm for im nails (part # 04.005.430, lot #: l636532, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added additional information and concomitant devices. Date device received by manufacturer. A product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of post-operative breakage, which agrees with the reported complaint condition. The nail was received in two pieces. The transverse break occurred at the most proximal of the three distal locking holes. The remainder of the device shows wear consistent with implantation and removal. Document/specification review: the returned device was manufactured in july 2015. Tabulated product design drawing for the family of cannulated expert tibial nails were reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: the outside diameter of the returned nail at location of breakage measured at cq which is within specification per tabulated product design drawing. Material analysis: the design specified titanium aluminum niobium (tialnb) composite per tabulated product design drawing. The raw material certificate (B)(4) was reviewed and the used material was according to (B)(4) specification for implants for surgery. Conclusion: a definitive root cause for the nail breaking post operatively could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and the calculated occurrence rate is below the dcrm limit. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Date of event is (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.